Event description:
The customer reported to olympus, that the rubber bond on the endoeye flex deflectable videoscope was chipped. There were no reports of patient harm associated with this event. The subject device was subsequently returned to olympus and the objective lens adhesive was found to be peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed; the adhesive on the bending section cover had a chip. In addition peeled adhesive described in b5, the following faults were also observed: the bending section cover had a scratch, the angulation wire became longer than normal (does not meet the standard value), and a image sensor pixel error occurs (cosmic rays/static electricity). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of stress exerted on the device from repeated use, mishandling, or some other external factor. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.